Event description:
It was reported that the nail holding screw is seized with the target device.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.